Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 98 mg/dl, 70 mg/dl, 121 mg/dl, 61 mg/dl, 51 mg/dl, 50 mg/dl, and 95 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.